Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer stated that there is a black dot where the amount of insulin was supposed to be displayed on the screen of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to protruded/loose drive support disk. No unexpected display anomaly during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked lcd window, cracked reservoir tube and cracked battery tube threads.